Event description:
Patient reports 3 separate tubing sets, lot 4877871, exp 6/01/2023 and lot 4514478, exp 12/01/2024, that they were unable to remove the cap from to attached to cassette. No further details provided.